Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation it was noted that the atmospheric pressure sensor calibration and active exhalation proport valve test steps had failed on the device. The service technician evaluated and determined the sensor board had caused the atmospheric pressure sensor calibration test step to fail, and the active exhalation controller (or proportional valve) had caused the active exhalation proport valve test step to fail on this device. In conclusion, the sensor board and active exhalation controller needs to be replaced to address this reported issue. The root cause is confirmed. The device will be scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the front, rear, and base enclosure cases, handle, o-ring, porting block adapter, and system board to the sensor board cable were replaced for physical damage unrelated to the reported issue. The exhaust fan was replaced for contamination unrelated to the reported issue.